Event description:
Additional information received for report mw5151825 on 22-feb-2024. Dexcom g6 sensor inaccuracy: 9:48am g6 reading 109, finger stick reading is 139. This is a mard (mean absolute relative difference) of 21.6%, which is outside the FDA allowed 20%.

Event description:
Additional information received for report mw5151825 on 22-feb-2024. Dexcom g6 sensor inaccuracy: 9:11am g6 reading 132, finger stick reading is 109. That is a mard (mean absolute relative difference) of 21.1%, which is outside of the FDA allowed 20% range. Dexcom g6 sensor inaccuracy: 5:55pm g6 reading 70, finger stick reading is 118. Dexcom sensor error > 3 hours, replaced sensor.

Event description:
Dexcom g6 sensor inaccuracy: 7:20am g6 reading 176, finger stick reading is 134. That is a 31.3% mard (mean absolute relative difference).